Event description:
During impella explant procedure, the pump broke off inside the patient and started migrating. The surgeon tried to chase the pump. He was able to control the blood flow to stop the pump for migrating further. The patient needed to have a sternotomy to retrieve the impella pump after locating it with fluoroscopy.